Event description:
A consumer reported experiencing contrast sensitivity problems following an implantable collamer lens implantation procedure in 2023. The lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
D6a: 2023 h6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).